Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pediatric patient whose parent called to say the his implantable neurostimulator (ins) had turned off twice due to low battery. They felt that the time to low voltage was shorter than normal. Contributing factors may include the patient frequently falling. Device was interrogated and an out of range message was present. Impedance measurements showed contact 2b had an open circuit (>10k ohms). Reprogramming is being scheduled to program around open circuit.